Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation, and a correction to g2. Please see updates to d8, d9, g2, h3, h6 and h10. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The image failure was due to a bad cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the flickering image was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during a diagnostic procedure when using the videoscope cable exera ii, if anything got bumped, the screen would flicker, indicating a connection issue. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The subject device referenced in this report has not been returned for evaluation; therefore, the device evaluation could not be completed at this time. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation.